Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The reported failed pressure transducer test during pre-use check could be confirmed. The expiratory pressure transducer board was replaced as recommended in the service manual but not returned for investigation. The ventilator passed functional and pre-use checks and was cleared for clinical use. Ventilator logs were downloaded. Evaluation of the received test log showed that the pressure transducer test had failed due to the measured inspiratory and expiratory pressures differed more than 6cm h2o and also due to a gain value out of specification (>8% from factory default) from the expiratory pressure transducer. Since the replaced part was not returned for investigation, the root cause of the pressure transducer test failures has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).